Event description:
It was reported that when moving the monitor arm on the etrak 2500l system the image disappears and may or may not reappear. Ti was also noted that the system is asking them to recalibrate instruments when no instrument has been removed from the cable and another one attached in its place. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. Identified a loose monitor connection. Tightened connection. Calibration message clarified with customer. Assisted customer in changing verification reminder to 45 minutes. Feature functions as required.